Event description:
The subject device was returned for analysis and the device investigation revealed that the subject guidewire distal tip was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was noted to be kinked to the distal. The nitinol tubing was noted to be fractured at 7 cm from the distal end. There were no anomalies noted to the coating of the hydrated wire. Functional inspection was not performed due to the condition of the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported kink was confirmed. The reported difficult to advance and difficult to insert were not replicated, however the analysis results are consistent with the reported event. The device failed to meet specification when received, due to the damage noted. It was reported that the tip of the guidewire was shaped into a 45-degree angle, and then it was delivered through an microcatheter. However, significant resistance was encountered when advancing the guidewire within the microcatheter. The physician withdrew the guidewire and attempted to reinsert it, but resistance persisted. Upon withdrawing the guidewire again for inspection, it was found that the distal end of the guidewire had kinked. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. Resistance was experienced while inserting the subject guidewire into the catheter. The device was returned and it was confirmed that the distal tip was kinked, there was also a fracture to the distal nitinol tubing. It is probable that the device was damaged as a result of the difficulties experienced during the insertion and advancement of the guidewire. An assignable cause of procedural factors will be assigned to the reported 'guidewire distal end/tip kinked/bent' 'guidewire difficult to advance' and 'guidewire difficult to insert' and to the analyzed 'guidewire distal end kinked/bent' and 'guidewire distal tip broken/fractured during use'.